Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not replicated. The device was put through extensive testing without duplicating the malfunction. The device's system board to control board flex cable were replaced as a precaution. A replacement device was sent to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device powered up in the incorrect mode and without display. Complainant indicated that there was no patient involvement in the reported malfunction.